Event description:
A report was received that the patient was experiencing extreme pain and shocking sensation when the stimulator was turned on. It was also noted that the patient could not lift his legs. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02/(B)(4): device evaluation indicated that the ipg passed all tests performed. The ipg was investigated with known good test leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. Sc-2218-50/(B)(4): the complaint was not confirmed. The lead was cleanly cut into two pieces. The cut damage to the lead is a result of a typical explant procedure and it is not considered a failure. Additionally, cables were fractured 4 cm from the proximal tip. Fractured cables are exposed. The fractured section of the lead does not have any traces of blood or discoloration of the tip. This type of damage suggests that the damage occurred during the explant procedure. Due to the damage done to the lead, electrical test couldn't be performed. Sc-2218-50/(B)(4) : the complaint was not verified. The lead was cut into two pieces. In addition, there were burn marks on the lead where cables are exposed. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Electrical test couldn't be performed due to the damage done to the lead.

Event description:
A report was received that the patient was experiencing extreme pain and shocking sensation when the stimulator was turned on. It was also noted that the patient could not lift his legs. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's leg pain and issues moving leg were due to the patient inability to turn off the device for a period of time. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing extreme pain and shocking sensation when the stimulator was turned on. It was also noted that the patient could not lift his legs. The patient will undergo an ipg replacement procedure.